Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds that depleted the device battery in three years. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224trk ICD, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).